Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and performed initial test on the unit. Full pm (preventive maintenance) and calibrations were done. Operational verification procedure was performed and all values obtained are within specifications. The ventilator is now ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical the that the vela ventilator was having volume inaccuracies while being used on a patient. The patient was not harmed and was transferred to another unit.